Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite electrical test failed specifications due to earth leakage current failed performance spec and the rite functional test failed. The assignable cause of the rite electrical test failure was determined to be the shorted pump assembly.